Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of an inserter broke off within a spacer during surgery. The spacer and tip were removed from the wound. The procedure was completed using an alternative spacer and inserter. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. One of the tines was found to have fractured off. The cause is likely attributed to off-axis use. A review of the manufacturing records did not identify any issues which would have contributed to this event.